Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately six years post filter deployment, the patient allegedly had a CT scan which showed the filter perforating through the wall of the ivc. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two months of post-deployment a lower extremity venous duplex scan revealed a deep vein thrombi of the left common femoral vein which appeared to be chronic in nature and nonocclusive. Around, five years and ten months later, a CT of the abdomen revealed an inferior vena cava (ivc) filter with one strut that appeared to perforate the inferior vena cava in a posterior left lateral position and extended through by approximately 3.9 mm. There was a right lateral strut that extended through the wall of the inferior vena cava by approximately 5.1 mm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4 (expiry date: 11/2014), h4 (manufacturing date: 11/2011), g3, h6(conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient post bleeding. Approximately six years post filter deployment, the patient allegedly had a computed tomography scan which showed the filter perforating through the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records has been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2014), (manufacturing date: 11/2011).

Event description:
It was reported through the litigation process that approximately six years post filter deployment, the patient allegedly had a CT scan which showed the filter perforating through the wall of the ivc. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient post bleeding. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, it was alleged that the patient experienced dvt. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately six years post filter deployment, the patient allegedly had a CT scan which showed the filter perforating through the wall of the ivc. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years post filter deployment, a CT of the abdomen revealed an ivc filter with one strut that appeared to perforate the ivc in a posterior left lateral position and extended through by approximately 3.9 mm. There was a right lateral strut that extended through the wall of the ivc by approximately 5.1 mm. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling results: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2014). (Manufacturing date: 11/2011).

Event description:
It was reported through the litigation process that approximately six years post filter deployment, the patient allegedly had a CT scan which showed the filter perforating through the wall of the ivc. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient post bleeding. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, it was alleged that the patient experienced dvt. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.